Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system experienced shortness of breath, dizziness, and decreasing heart rate. The patient felt like she was going to pass out. Technical services (ts) referred the patient to the clinic for further evaluation. In clinic, it was determined that the pacemaker had entered safety mode and the patient was symptomatic due to unipolar oversensing with pacing inhibition. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system experienced shortness of breath, dizziness, and decreasing heart rate. The patient felt like she was going to pass out. Technical services (ts) referred the patient to the clinic for further evaluation. In clinic, it was determined that the pacemaker had entered safety mode and the patient was symptomatic due to unipolar oversensing with pacing inhibition. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.